Event description:
During an in clinic follow up, an increased capture threshold and high pacing impedance was noted on the right ventricular (rv) lead. During the revision procedure, diagnostic imaging was performed and no anomalies were noted. The rv lead was explanted and replaced to resolve the event. The patient was stable.

Manufacturer narrative:
The reported events of inadequate capture and high lead impedance were not confirmed. As received, a complete lead was returned for analysis. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspection of the lead did not find any anomalies with the exception of procedural damage.